Manufacturer narrative:
Covidien reference # : (B)(4). This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a CT-controlled (computer tomograph) ablation the generator turned off after about 10 sec. The display of the generator showed that the temperature extreme value in the antenna was passed over. Correct function of cooling was checked and the reset button was pressed with no function. The antenna was undamaged - no bend. A new antenna was used and the procedure was finished. No patient injury.